Event description:
This lead was explanted and replaced due to dislodgement. There were no adverse pt events reported. The hosp retained the device. Should additional info be received, this file will be updated.